Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: evaluation of this device is solely based on the description since no images have been available. It is known that filter retrieval can be difficult if the filter is tilted, with the filter hook leaning against the ivc. However, several case reports are published in articles, and describe difficult filter retrievals with successful result. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013, ivc filter placement was conducted with the right femoral vein approach. The filter was placed almost vertically, but when filter retrieval was attempted on (B)(6) 2013, it was confirmed that the filter tilted. Moreover, since the filter hook was adherent to the ivc wall, the filter could not be retrieved though the physician adjusted the tilted filter angel with a guiding sheath and fogarty balloon. Retrieval was attempted on (B)(6) 2013 again, adjusting the filter angle with a catheter for eps, but the filter could not be retrieved this time too. Surgical filter retrieval is planned to be conducted on (B)(6) 2013; open the abdomen. Incise two sites in the ivc, one is above and another is below the placed filter. Insert the filter retrieval from above and insert another assist device from below. Push up the filter to adjust the angle and center the filter with the assist device. Retrieve the filter with the retrieval set. Patient outcome: there has been no patient outcome reported.